Manufacturer narrative:
(B)(4).

Event description:
It was reported that information was received during a medical conference that following induction testing during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), a fracture of the left scapula was observed. The implant procedure was completed and the patient was discharged on conservative treatment. Subsequently, the patient experienced pain in the left back area and had developed a hematoma in the device pocket two weeks post implant. Surgical intervention was undertaken and the pocket was evacuated. No obvious bleeding source was identified in the pocket after hematoma removal. Compressed tissue was observed above the dorsal site of the device and was felt to be a result of physical stress of defibrillation threshold (dft) testing and weakness of micro vessels causes by steroid administration. This product remains implanted and in service. No additional adverse patient effects were reported.